Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage along the battery tube casing per event date (B)(6) 2021. Insulin pump received with critical pump error (open book) and thus download unsuccessful due to moisture damage on electronics assembly stack electrical boarda1 and electrical boarda2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Insulin pump received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack electrical boarda1, electrical boarda2, and motor. However, insulin pump tested with reference test electronics stack electrical boarda1 and electrical boarda2, was able to boot up properly with no unexpected critical pump error alarm noted. The following were noted during visual inspection cracked battery tube threads and cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. Insulin pump was confirmed for physical damage on the battery tube area. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from top of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.